Event description:
It was reported that an animal underwent a surgical procedure and suture was used. Three to four days after surgery, the suture failed.

Manufacturer narrative:
(B)(4): it was reported that an animal underwent a surgical procedure on (B)(6) 2015 and suture was used. Three to four days after surgery, the suture failed.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4) - conclusion: representative samples were returned for evaluation. They were visually examined and no defects were found. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.